Manufacturer narrative:
Investigation completed 6/29/2017. Device history record reviewed for product ID a3101 work order 1492518 serial # (B)(4) manufactured on 06/30/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back from 06/20/2015 to 06/20/2017 for this reported failure using key words "movement " for product ID a3101 shows that 8 complaints were received including this case. No new design or manufacturing trends have been identified. The returned unit did not hold the specified force of 55 pounds during its functional test. The base handle rotated around the connecting tube where per specifications, it should hold 55 pounds of force. The movement of the base handle around the connecting tube is caused by the base handle holding pressure being lowered through continued use of the unit. Per the IFU the unit should be serviced on a yearly basis and the handle pressure is one of the characteristics that receive adjustment (tightening) during these service steps. This unit has been in use for approximately one year and it is due for its adjustment of handle pressure.

Event description:
This is the second of three complains (similar problem, product; different incidents) linked to mfg report numbers: 3004608878-2017-00175 and 3004608878-2017-00176. It was reported that there appeared to be some movement in the area by the bar lock where you adjust the width of the posts on the a3101. Even in the locked position, it moved a little. Additional information was requested and on (B)(6) 2017, the following was provided by the customer. On (B)(6) 2017, a (B)(6)-year female underwent a craniotomy for chiari malformation. No stereotaxy was used. Integra adult disposable pins (a1072, lot number not available) were used. The patient was in the prone position and did not have to be repositioned. The length of time the product was in use before the event occurred was approximately 20 ¿ 30 minutes. The action that was taken after the product problem occurred was that the skull clamp was checked to confirm placement and skull was checked. There was no adverse patient outcome reported. No patient injury or death was alleged. Additional information was requested on (b)(46 2017 however, customer could not provide anything further.